Event description:
Revision surgery - the modular neck dissociated from the femoral stem.

Manufacturer narrative:
On (B)(6), 2012 it was reported by an agent that a modular femoral neck dissociated from the femoral stem. The original surgery was performed on or about (B)(6), 2007 meaning the components had been in-vivo approximately five years and two months at the time of dissociation. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. No information was provided such as patient activity level, trauma, disease, and general health that could have contributed to the dissociation. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical, it is the hospital's policy to keep the implants. A review of the device history records could not be performed for part number 410-32-108 as documentation in the product complaint is not available. There were no non-conforming material reports associated with the concomitant parts. All components met critical dimensions and specifications. A review of the product complaint report history shows this is the fourth complaint for this part number modular neck: one for incorrect leg length and one due to dislocation from a neck that was too short. There were six complaints for the unipolar sleeve and 14 complaints against the femoral head. The root cause for the revision surgery is dissociation. Because no components were returned and the device history record is not available for the incident modular neck, a definitive root cause cannot be determined. Factors that can contribute to dissociation include: trauma, component positioning, prior revision surgery reducing the effectiveness of the neck connection, inadequate impaction force, and blood/fluid/debris on the taper surfaces prior to impaction. There is no indication of a product design or manufacturing problem affecting implant safety or effectiveness.